Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation; the stent graft was partially deployed and the outer sheath elongated which leads to confirmed results for partial deployment. It was reported that a 6f introducer was used for access, the tracking vessel was neither tortuous nor calcified, pre-dilation was performed and the device was flushed before use. The intended placement of the device to treat sfa/popliteal aneurysm represents and off-label use. Based on available information, the investigation is closed with confirmed results for misfire. A definite root cause for the reported event could not be determined. The intended placement of the device to treat sfa/popliteal aneurysm represents and off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment". Regarding accessories the instructions for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The instructions for use states that "the fluency plus endovascular stent graft is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft and for the treatment of stenosis in the venous outflow of hemodialysis patients dialyzing by an av graft", and "the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated." H10: d4 (expiry date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was further reported that during a stent graft placement procedure in the superficial femoral artery via right common femoral artery, the stent allegedly did not deploy. The procedure was completed using another device. There was no reported patient injury.